Event description:
I had seizure for no apparent reason the 1st time on (B)(6) 2012 and broke my jaw. The second time was on (B)(6) 2015 and I suffered a stage 3 concussion. Both were due to neurological problems caused by my saline breast implants.